Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Returned test strip lot number 1008726 was tested with retained meter (B)(4). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's daughter-in-law reported that on (B)(6) 2011, customer received a reading of "approximately" 326 mg/dl on his freestyle freedom lite blood glucose meter. She further reported he self-administered a "rescue shot" of humalog insulin and then experienced "difficulty eating, was unable to communicate, was unable to move himself" and subsequently lost consciousness. Paramedics were called, administered glucose via intravenous infusion and transported customer to a local healthcare facility. Caller additionally noted the reading obtained on the adc meter was different than the reading obtained on the paramedic's meter, but that reading was not reported. Customer was diagnosed with severe hypoglycemia and was given unspecified treatments in addition to food. Two, unsuccessful, attempts to contact the customer to gather additional information have been made. There was no report of death or permanent injury associated with this event.